Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl, and he was on an insulin drip at time of call. The customer experienced headache and vomiting. Troubleshooting could not be performed as caller called in behalf of customer. Advised to have the customer call back when he available for proper troubleshooting. The nurse called back and reported that the insulin pump was alarming motor error and requested a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due ot faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test and bolus delivery. No motor error alarms occurted during test. Motor tested ok. The insulin pump had scratches on display window and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.